Manufacturer narrative:
Sanofi company comment dated 15-sep-2020: this case involves a (B)(6) years old female patient who experienced bursal fluid accumulation and swelling below knee after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one] in right knee. Based on the available information, causal role of suspect product could not be completely denied for the reported events. The patient's underlying condition of osteoarthritis and medical history of bakers' cysts could be considered as the confounding factors. Furthermore, additional information on lot number, complete clinical course of events, injection technique, and other risk factors would aid in better case assessment.

Event description:
Swollen area below both knees that are about 2" long and 1.5 inches wide/bursa sacks below each knee, and he wants to drain them to see what the fluid is (right knee) [bursal fluid accumulation] ([local swelling]). Synvisc one she received is leaking out of both her feet/both her feet were damp/slipped on the kitchen floor, and fell due to this/clammy feet [clammy]. Synvisc one she received is leaking out of both her feet/both her feet were damp/slipped on the kitchen floor, and fell due to this/clammy feet [fall] off label use (right knee) [off label use of device]. Case narrative: this case is linked to case (B)(6) (same patient, multiple devices, left knee) initial information was received from united states on 09-sep-2020 regarding an unsolicited valid serious case from a patient via call center. This case involves a (B)(6) years old female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc-one) and later had swollen area below both knees that are about 2 inches long and 1.5 inches wide/bursa sacks below each knee, and he wants to drain them to see what the fluid is (right knee). It was also reported that synvisc one she received is leaking out of both her feet/both her feet were damp/slipped on the kitchen floor, and fell due to this/clammy feet and had an off-label use (right knee). The patient's past vaccination(s) and family history were not provided. The patient's past medical history included bilateral baker's cysts on her knees. At the time of the event, the patient had ongoing multiple sclerosis (diagnosed 40 years ago). Reportedly, she has 27 allergies, and could not take any type of pain relief. She had two rounds of cortisone injections before the synvisc one. Reportedly, the patient had not previously received synvisc one. On (B)(6) 2020, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) solution for injection, in right knee, (dose, frequency, route and lot - unknown) for osteoarthritis. Information on lot number was requested. On same day of injection, off label use of device was reported (reason not specified). On an unknown date in (B)(6) 2020, 24-36 hours later after the injection, she noticed that both her feet were damp (cold sweat). She slipped on the kitchen floor, and fell due to this (fall, latency: few hours). The patient mentioned that the synvisc one she received was leaking out of both her feet. Her orthopedic doctor had done many x-rays, two MRI's (magnetic resonance imaging) and a sonogram (ultrasound) on her knees. Her ortho doctor stated that she had bursa sacks below each knee, and he wanted to drain them to see what the fluid was (bursal fluid accumulation; onset date: 2020; latency: unknown). The clammy feet (cold sweat) persisted to the present ((B)(6) 2020). As of (B)(6) 2020, she had a swollen area (swelling) below both knees that were about 2 inches long and 1.5 inches wide. She was having pt (physical therapy) and walked with crutches or walker. She will have those areas drained next tuesday ((B)(6) 2020). The event of bursal fluid accumulation was assessed as serious as it caused disability to the patient. She did not have the lot number or expiration date of the product she received. Final diagnosis was swollen area below both knees that are about 2 inches long and 1.5 inches wide/bursa sacks below each knee, and he wants to drain them to see what the fluid is (right knee), off label use, and synvisc one she received is leaking out of both her feet/both her feet were damp/slipped on the kitchen floor, and fell due to this/clammy feet. Action taken: not applicable for all the events. Corrective treatment: pt (physical therapy) and walked with crutches, or walker for bursal fluid accumulation; not reported for rest all events. Outcome: not recovered / not resolved for cold sweat, and bursal fluid accumulation; as unknown for fall; and as not applicable for off label use. A product technical complaint (ptc) was initiated and results were pending for the same.

Event description:
Swollen area below both knees that are about 2" long and 1.5 inches wide/bursa sacks below each knee and he wants to drain them to see what the fluid is (right knee) [bursal fluid accumulation] ([local swelling]) synvisc one she received is leaking out of both her feet/both her feet were damp/slipped on the kitchen floor and fell due to this/clammy feet [clammy] synvisc one she received is leaking out of both her feet/both her feet were damp/slipped on the kitchen floor and fell due to this/clammy feet [fall] off label use (right knee) [off label use of device] case narrative: this case is linked to case 2020sa247019 (same patient, multiple devices, left knee) initial information was received from united states on (B)(6)-2020 regarding an unsolicited valid serious case from a patient via call center. This case involves a 64 years old female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc-one) and later had swollen area below both knees that are about 2 inches long and 1.5 inches wide/bursa sacks below each knee and he wants to drain them to see what the fluid is (right knee). It was also reported that synvisc one she received is leaking out of both her feet/both her feet were damp/slipped on the kitchen floor and fell due to this/clammy feet and had an off-label use (right knee). The patient's past vaccination(s) and family history were not provided. The patient's past medical history included bilateral baker's cysts on her knees. At the time of the event, the patient had ongoing multiple sclerosis (diagnosed 40 years ago). Reportedly, she has 27 allergies and could not take any type of pain relief. She had two rounds of cortisone injections before the hylan g-f 20, sodium hyaluronate. Reportedly, the patient had not previously received hylan g-f 20, sodium hyaluronate. On (B)(6)--2020, the patient received hylan g-f 20, sodium hyaluronate solution for injection, in right knee, (dose, frequency, route and lot - unknown) for osteoarthritis. Information on lot number was requested. On same day of injection, off label use of device was reported (reason not specified). On an unknown date in jul-2020 ((B)(6)-), 24-36 hours later after the injection, she noticed that both her feet were damp (cold sweat). She slipped on the kitchen floor and fell due to this (fall, latency: few hours). The patient mentioned that the hylan g-f 20, sodium hyaluronate she received was leaking out of both her feet. Her orthopedic doctor had done many x-rays, two MRI's (magnetic resonance imaging) and a sonogram (ultrasound) on her knees. Her ortho doctor stated that she had bursa sacks below each knee, and he wanted to drain them to see what the fluid was (bursal fluid accumulation; onset date:2020; latency: unknown). The clammy feet (cold sweat) persisted to the present ((B)(6)--2020). As of (B)(6)--2020, she had a swollen area (swelling) below both knees that were about 2 inches long and 1.5 inches wide. She was having pt (physical therapy) and walked with crutches or walker. She will have those areas drained next tuesday ((B)(6)-2020). The event of bursal fluid accumulation was assessed as serious as it caused disability to the patient. She did not have the lot number or expiration date of the product she received. Action taken: not applicable for all the events corrective treatment: pt (physical therapy) and walked with crutches or walker for bursal fluid accumulation; not reported for rest all events outcome: not recovered / not resolved for cold sweat, and bursal fluid accumulation; as unknown for fall; and as not applicable for off label use a product technical complaint (ptc) was initiated on (B)(6)--2020 for synvisc one for unknown batch number and global ptc number: 100066065 the product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date: (B)(6)-2020 additional information was received on (B)(6)--2020 from healthcare professional. Global ptc number and its results were added. Text amended accordingly.